Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 561 mg/dl. The customer did not mention any symptoms and treatment. Customer's current blood glucose value was 102 mg/dl. The customer reported that pump was not delivery and my blood glucose was 102 mg/dl and customer had eat 32g of carbs but pump supposed to pump 8 but it pumps 4.2 and pump says no delivery. The customer was troubleshoot for no delivery and was reported that the event was resolved by changing complete set (inf and res). The customer stated that they got high blood glucose due to no delivery. Customer reports they feel okay to troubleshoot and customer had declined to troubleshoot for high readings. The product was not returned for analysis.